Event description:
It was reported when using the bd vacutainer acd-a 1.5 ml blood collection tubes, the plasma does not separate after centrifugation in six (6) tubes. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 90 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for poor plasma was observed. Additionally, the customer samples were evaluated by visual examination and factors relating to the indicated failure mode of poor plasma with the incident lot was not observed. Complaints for sample quality are under statistical control for the month of july 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor plasma. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.